Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the product is not available for investigation. It was discarded by the customer. Therefore, the product testing could not be performed. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was opened and loaded in the normal fashion using the pre-loaded system. Upon insertion into the eye, the iol became stuck halfway into the clear corneal incision. By attempting to complete the insertion using the pre-loaded insertion system, the iol became scratched on the optic surface. The iol was removed, and a second iol was used and implanted uneventfully into the eye. No additional information was provided to abbott medical optics.